Manufacturer narrative:
Preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines). Analysis of the returned pacemaker confirmed that it operated as specified.

Event description:
Reportedly, the pacing system was implanted on(B)(6)2008. During a follow-up performed in may 2018, the battery impedance was found to be equal to 5.42 kohms with an estimated residual longevity of 20 months. On (B)(6)2019, the subject pacemaker could not be interrogated. An isolated pacing failure was observed in the electrocardiogram. As a consequence, a replacement was scheduled. On (B)(6)2019 , the subject pacemaker was explanted, and the physician reports that the device was not pacing at all.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the pacing system was implanted on (B)(6)2008 . During a follow-up performed in (B)(4) 2018, the battery impedance was found to be equal to 5.42 kohms with an estimated residual longevity of 20 months. On (B)(6)2019 , the subject pacemaker could not be interrogated. An isolated pacing failure was observed in the electrocardiogram. As a consequence, a replacement was scheduled. On(B)(6)2019 , the subject pacemaker was explanted, and the physician reports that the device was not pacing at all.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2008. During a follow-up performed in (B)(6) 2018, the battery impedance was found to be equal to 5.42 kohms with an estimated residual longevity of 20 months. On (B)(6) 2019, the subject pacemaker could not be interrogated. An isolated pacing failure was observed in the electrocardiogram. As a consequence, a replacement was scheduled. On (B)(6) 2019, the subject pacemaker was explanted, and the physician reports that the device was not pacing at all.